Event description:
The hearing aid user noticed that the wax guard was missing from her hearing aid. She went to her dr, who removed the wax guard from her ear. No further treatment was required. The hearing aid specialist (h/a specialist) at the dispenser's office found no redness or irritation in the user's ear.